Manufacturer narrative:
On (B)(6) 2014, it was reported that the pt's implant site has healed and appeared normal. Advanced bionics considers the investigation into this event as closed. The pt's device remains implanted. This is the final report.

Event description:
It was reported that the pt developed an infection at the implant site. The implant site was swollen. The symptoms appears to be mild and clindamycin was prescribed. The headpiece magnet strength has been adjusted and mole skin added to the underside of the headpiece.